Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain after having completed a successful trial phase with nalu. In (B)(6) 2025 the patient expressed to a nalu representative that the system was not providing the level of pain relief expected and the patient was frustrated with the percieved limitations of the system in general. An appointment was arranged for the system to be evaluated and possible reprogramming to optimize therapy. During the session the nalu representative present confirmed good communication was achieved between all components and stimulation appeared to be received at the appropriate location being treated. Reprogramming was initiated but the patient again expressed frustration and the appointment was ended by the patient prior to completing the reprogramming process. A full system explant was performed on (B)(6) 2025 per the patient's request.

Manufacturer narrative:
Review of nalu records found this patient had one recorded incidence of a malfunctioning device, which was rectified by replacing the external therapy disc in (B)(6) 2025. No other complaints are recorded regarding any system or component failure or malfunction relating to this patient. Evaluation of the system prior to explant found no evidence of any functional or migration problems. The patient initially agreed to troubleshooting however ended the session before allowing the full reprogramming process to be performed. The explanted device was not released by the medical facility and thus is not available for any further testing by the firm. Based on pre-explant evaluation, there appears to be no malfunction of the nalu system or it's components. It is possible that the patient's cause of pain was evolving, causing the system to have reduced efficacy. The nalu system occasionally requires some reprogramming or fine tuning of existing programs to optimize therapy. It is possible that working with the programs may have improved therapy, but the patient was not cooperative and declined to move forward with any further troubleshooting.